Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl, 400 mg/dl, 239 mg/dl, 200 mg/dl. The customer¿s blood glucose was 100 mg/dl and sensor glucose was unknown at the time of the event, the difference is outside the acceptable range of 87 mg/dl. It was unknown that auto mode feature was active or not at the time of incident. The sensor will be and insulin pump will not be returned for analysis.